Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was spitting clips in the abdomen. The customer was able to retrieve the clips that went into the abdomen and complete the case with no pt consequence.